Manufacturer narrative:
Concomitant products: product ID addrl1, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the patient 'hit a slump' and 'it went on for a year and a half'. It was reported by the patient's rep that a pacing lead came loose. The implantable pulse generator (ipg) and pacing lead remain in use. No further patient complications have been reported as a result of this event.